Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported dampened waveforms were observed through hf sensor. The physician was advised to not use hf sensor pressure data to treat patient. Right heart catheterization/ echocardiogram may be taken at later date to address the issue. It was also stated the patient neglected the post implant medication and thrombus was observed.

Event description:
Additional information received identified the patient had a fracture that was impinging on the chest cavity. The physician fixed it and since then the patient started taking acceptable readings.